Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with "cable broken" was confirmed and reproduced by baxter personnel. The root cause of this condition was determined to be misuse of ac power cord by the user. The ac power cord was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "cable broken". This condition had the potential to interrupt delivery. It is unknown when and where this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.